Event description:
It was reported to boston scientific corporation that a gold probe device was used in the patient's stomach during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure the gold probe would not activate. They switched to another generator and connected the device but it still did not generate energy. A second gold probe was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The exact event/procedure date is unknown, but was reported to be approximately one month prior to (B)(6) 2013. (B)(4) probe fails to deliver energy. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.